Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. It was reported that the patient had a previous hernia repair surgery on (B)(6) 2010 and a mesh was implanted due to ventral hernia. Other procedure is captured in a separate file. No additional information is provided.